Manufacturer narrative:
Additional information: g3. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3005334138-2021-00208, 34138-2021-00209, 3008452825-2021-00186, 3008452825-2021-00187, 2184149-2021-00101. Following a pulmonary vein isolation procedure in ensite x voxel mode, a pericardial effusion was detected posterior right ventricle. During the procedure it was difficult to maneuver the sheaths towards the vena cava. However, the left pulmonary veins were successfully ablated. The decision was then made to stop the procedure due to the maneuvering difficulties. The patient was in conscious sedation and had a stable blood pressure. At the end of the procedure, a pericardial effusion was detected with no intervention required. The blood pressure stabilized, the patient recovered and was discharged. Per the physician, the reported oversized shell involving the ensite x may have contributed to the effusion.